Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the observation of the alarm at device power-up, but could not reproduce it during evaluation. Evaluation determined the cause to be severed motor mount screws causing the motor gears to be misaligned. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. Any patient involvement, injury or medical intervention is unknown.